Manufacturer narrative:
Result: there was no visible damage to the px slim delivery microcatheter (px slim). The outer diameter (od) of the px slim was measured and found to be within specification. The px slim was checked for lubricity during decontamination and lubricity was present. A 0.025¿ stainless steel mandrel was introduced through the hub of the px slim and advanced distally out of the distal tip without an issue. Conclusion: evaluation of the returned device revealed that the px slim was functional. The od of the px slim was measured and found to be within specification. The px slim was also checked for lubricity during decontamination and it was present. The root cause of this complaint could not be determined. The balloon catheter mentioned in the complaint was not returned for evaluation. Px slims are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure for an arteriovenous malformation (avm) in the pulmonary artery using a px slim delivery microcatheter (px slim). During the procedure, the physician advanced another manufacturer's occlusion balloon catheter into the pulmonary artery and then attempted to advance the px slim through it. After advancing the px slim approximately 10-20 centimeters through the balloon catheter, the physician experienced difficulty advancing. Therefore, the px slim was removed and the procedure was completed using another manufacturer's microcatheter and coils without further issues. There was no report of an adverse effect to the patient.